Manufacturer narrative:
(B)(4). Retainer ring = clear. Insulin pump received with a blank display. During visual inspection and found moisture damage on the electronics, motor, battery tube, battery connector, vibrator, keypad connector and keypad flex tail. Perform brush cleaning with the isopropyl alcohol the electronic assembly and unit still blank display. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. In conclusion, unit blank display due to moisture damage electronic assembly. Unit had cracked battery tube threads, cracked case (battery tube), scratched case. The unit p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack and did not switch on after fallen down. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.